Event description:
The customer contacted physio-control to report that during an open heart procedure on a patient using internal paddles assembly (includes the handles and the spoons) the device would not shock. Specifically the device would not shock when pressing the shock button located on the handle assembly. The end user of the device was able to obtain a second set of internal paddles which were then used on the patient. It took approximately 3-5 minutes to obtain the backup set of internal paddles which were used successfully on the patient. The clinical coordinator at the facility advised physio-control that there were no adverse effects to the patient. No further patient, or event, details were provided.

Manufacturer narrative:
(B)(4): the customer advised that they have replaced the internal paddles assembly with a new set.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they have discarded their set of internal defibrillation paddles. They will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.